Manufacturer narrative:
This MDR submitted (B)(4) 2014 references itc complaint (B)(4). Cuvette lot# g3jlr111. The clotting in the ECMO circuit was as a result of the combined affect of medical staff setting lower than optimal target ranges and sub-therapeutic functional heparin concentration in the pt resulting from the atiii deficiency. All quality control test performed by the facility passed successfully, and they do not suspect any system malfunction. The same system (instrument and cuvette lot) is currently being used at this facility with ECMO pts without incident. Neither instrument nor cuvettes are being returned for eval. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports clotting in the extracorporeal membrane oxygenation (ECMO) oxygenator and circuit while monitoring pt on heparin therapy with the hemochron signature elite microcoagulation system. Pt with diagnosis of trachea-esophageal fistula and esophageal atresia on ECMO life support for respiratory failure. Act-lr measured every hour to determine heparin dosing. The expected target range for this pt was 220-280 seconds, which was developed with correlating anti-xa testing, act-lr results, and pt status. Pt developed a pleural effusion which was relieved by a chest tube insertion. Active bleeding was observed around the chest tube on (B)(6) 2014, and medical staff subsequently decreased the heparin dosing and act target range to 180-200 seconds. Approx eight hours later, clotting was observed in the ECMO oxygenator. An atiii factor deficiency was later identified, and pt was administered atiii. No subsequent adverse events reported. Pt was discharge to home on (B)(6) 2014.